Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarm lost volume and clock slow about 5 minute. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated insulin pump had scratches on screen, crack in the battery compartment that runs down the side, grinding noise during rewinding, plastic chips during changing reservoir, backlight not as bright. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check, vibrate check and back light check. No audio/vibrate/absence of alarm or back light anomaly anomalies noted during testing. Device uploaded properly using carelink. Device was programmed with the correct time/date and monitored for 2 days. No time loss or time gain noted during testing. No drive or motor anomaly, unexpected motor grinding noises anomaly or rewind anomaly noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. No broken reservoir tube lip noted. The test p-cap and reservoir does lock in place in the reservoir compartment.